Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00333. The patient was implanted with two drg leads from lot # ab2095 at l4, and two leads from lot #ab2128 implanted at l5. It was reported the patient underwent surgical intervention to revise the right l4 and l5 drg system leads due to ineffective stimulation. The patient's l4 lead had invalid impedances. Reportedly, the patient was in a car accident which the physician suspected it contributed to the impedance issue. The physician replaced the leads with new ones. Follow up identified effective stimulation therapy was restored postoperatively.

Event description:
Device 2 of 2 : reference MFR report: 3008829311-2017-00333.